Event description:
It was reported that a technician trained in the use of a perclose proglide device following an interventional procedure, attempted femoral arteriotomy closure, however, the needle failed to capture anterior or posterior wall of the vessel. Another attempt was made (with the same device) successfully. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned. The lot number was not identified; therefore, a device history record review could not be performed.